Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the hook fell off during the surgery. It was not reported if there was any pt consequence.